Event description:
It was observed that during the device evaluation, the duodenovideoscope server plug-in (z-block) exhibited corrosion, and the adhesive around the server plug-in (z-block) had a chip. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a probable cause was not established for the server plug-in (z-block) exhibiting corrosion and the most probable cause for the adhesive around the server plug-in (z-block) having a chip was due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.